Event description:
Axya titanium implants -2- inserted arthroscopically in 2006 for slap tear repair. Non-progressive recovery. Surgery in 2007 showed chondrolysis of humeral head immediately adjacent to one of the anchors. I now need cap or hemiarthroplasty secondary to chondral damage. Dates of use: 2006 - 2007. Diagnosis for reason for use: slap tear repair - torn glenoid labrum.